Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. It is possible the foreign materials were not removed due to improper reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the events. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported b5, the device evaluation found the following: due to damage on the right/left and up/down knob the water tightness was lost, due to wear of the suction cover packing the water tightness was lost, the air/water cylinder had no color, the suction cylinder had no color, the plug unit had corrosion due to water leakage, due to damage on the channel tube the water tightness was lost, due to damage on the jet tube the water tightness was lost, due to a chip on the plastic distal end cover the water tightness was lost, due to wear of the angle wire the bending angle in the down direction did not meet the standard value, the plastic distal end cover had a burn, the adhesive on the bending section cover rubber had a crack, the connecting tube had coating peeling, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope bending angle was restricted. The issue was observed during routine maintenance and there was no patient or procedure associated with the finding. The device was returned to olympus for a device evaluation and found the air/water tube and cylinder had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.